Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including an internal inspection, power cycling, bench handling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed the batteries were installed in the device for over 4 years. The logs could not confirm a no power state. However, evidence within the logs suggests that the batteries were depleted, that the coulomb counter button was not reset following battery installation and the electrode pads were not attached at all times. There were no indications of a device malfunction. Batteries used at the time of the event were not returned as part of this investigation. No trend is associated with reports of this type.